Manufacturer narrative:
Investigation found low voltage on the 3v stack. Unclear when the batteries lost their charge, or if it contributed to the reported event. No other defects or manufacturing deficiencies were observed that would contribute to a failure of the pod¿s ability to deliver insulin. A root cause for the reported event could not be determined. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 347 mg/dl while wearing the pod for longer than 48 hours on the infusion site (arm). As treatment, patient kept giving boluses and a new pod was applied. After patient removed the pod, insulin was leaking.